Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a system controller exchange was confirmed via log file analysis. No log files from the exchanged system controller were submitted for analysis. In the submitted replacement system controller log files, it was noted that the driveline was connected to the system controller for the first time between the timestamp of 01jan2000 at 02:59:59 and the timestamp of 07oct2000 at 14:34:57, indicating that a controller exchange had occurred. Due to the lack of log files from the event controller, the exact cause for the exchange could not be determined. Attempts were made to obtain event information, but no response was received. No product was returned for analysis. The root cause for the system controller exchange was not able to be determined via this investigation. Serial number was not provided, a DHR review was not performed. The heartmate 3 patient handbook section 2 - ¿how your heart pump works¿ explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ and heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced low voltage advisory alarms on both their mobile power unit (mpu) and batteries. Log files were submitted for evaluation. The log file captured controller_clock_corrupt events and 2 no external power events at unknown times while connected the mpu. The emergency backup battery was used to support the system during these events. Motor function was not affected by this event. The event log file also recorded several low power advisory events while connected to battery power. These events were associated with a brief reduction in the relative state of charge (rsoc) signal values. A voltage reduction was not recorded during these events. Further review of the submitted log files revealed that the driveline was connected to the system controller for the first time between the timestamp of (B)(6) 2000 at 02:59:59 and the timestamp of (B)(6) 2000 at 14:34:57, indicating that a system controller exchange had occurred.